Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, d1, d2, d4, h4.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d6b, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the events a0412 - material rupture. Additional, changed, and/or corrected data: h6

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch (B)(4). Aware date should have been listed as 12/16/2024. Additional, changed, and/or corrected data: h11.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, pain, deformation and anxiety - product/ procedure was received on (B)(6) 2025, with lot number 2967545. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. Pain: unable to observe as it is not related to the manufacturing process. Deformation: not observed. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted and replaced.